Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead reached the appropriate anatomical position, however, upon multiple attempts to screw the lead into the myocardium, the helix failed to extend properly. As a result, the lead could not be anchored into the myocardial tissue. It was noted that this rv lead had an abnormal twisted configuration of the helix tip. Subsequently, the procedure was successfully completed using another rv lead. No adverse patient effects were reported. This rv lead was already returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was performed which revealed presence of blood of body fluid in helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. The lead reached the appropriate anatomical position, however, upon multiple attempts to screw the lead into the myocardium, the helix failed to extend properly. As a result, the lead could not be anchored into the myocardial tissue. It was noted that this rv lead had an abnormal twisted configuration of the helix tip. Subsequently, the procedure was successfully completed using another rv lead. No adverse patient effects were reported. This rv lead was already returned to boston scientific.